Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The returned handpiece was connected to a system and system message (sm) - tune failed ¿ handpiece current low (open circuit)] was displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported that their handpiece had abnormally high temperature during use. The handpiece was tested and sm 256 displayed when attempting tuning. This was caused by moisture ingress within the electrode chamber. The customer reported event was unable to be confirmed. The phaco handpiece was manufactured on june 9, 2016. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The root cause of sm tune failed ¿ handpiece current low (open circuit)] can be attributed to moisture ingress causing the high electrode to short to ground; however, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that abnormal heating of the handpiece occurred during use. There was no error code and no patient impact reported. Additional information has been requested.